Event description:
It was reported, the patient is experiencing irritation/discomfort at the ipg site when he applies pressure on the ipg. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient was unable to charge his ipg. The patient reported he last received stimulation a couple weeks ago and last recharged his ipg two-three months ago. The sjm representative confirmed the ipg was unable to communicate with external devices.

Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.